Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of two devices that had reportable issues, which were used during the same procedure. Refer to associated MFR report #3005099803-2010-03114 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that a resolution clip device was used for hemostasis of a gastrointestinal bleed. According to the complainant, the first clip they attempted to use would not come out of the sheath, while down the endoscope channel; it come out of the sheath, when out of the endoscope). On removal and inspection, the sheath has a pronounced kink and split in it. On discovery of this, they decided not to use the device. Another clip used was able to deployed successfully. However, the sheath was found to be damaged, when removed from the endoscope. The procedure was able to be completed with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.